Manufacturer narrative:
(B)(4).

Event description:
The field service engineer (fse) reported the crossover circuit test failed during service. There was no reported pt involvement.

Manufacturer narrative:
Date of this report: 10/2014. Date rcvd by MFR: 06/10/2015. Conclusion / root cause: the unit failed two out of the three attempts generating the 3117 error, which reveals that this failure is isolated to the single station solenoid, which is out of specification. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The field service engineer (fse) reported the crossover circuit test tailed during service. There was no reported patient involvement.